Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupillary non reactivity. Medication administered. Lens remains implanted. Cause of event was not reported.

Manufacturer narrative:
Claim# (B)(4).